Event description:
It was reported that during the patient's post-implant clinical follow-up, micro-dislodgement of rv lead was observed. Increase in capture threshold and decrease in sensing were reported. The patient was asymptomatic. The lead was successfully repositioned. No complications were reported following the procedure and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.